Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for in tractable spasticity and cerebral palsy. Some time ago, the patient developed an infection to the pump pocket. The pump and part of the catheter were removed on (B)(6) 2016. The patient was not having any symptoms. She was scheduled for a routine pump replacement, however the pocket incision looked suspicious and once the pocket was opened the physician suspected an infection and decided to explant. A swab was taken at the pocket site, but the results were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.